Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer noticed differences in the bardiaâ® intermittent catheters unisex, 16fr, coudã© (sku# 802516) manufactured in malaysia compared to those made in mexico. According to the customer, the malaysian version appeared to have a different color, less firm, and features a larger drainage eye, which has caused irritation. They informed the customer that since the catheters manufactured in mexico and malaysia shared the same reference number, they were expected to be identical in design and function and explained that the color variation may be due to differences in raw materials used during manufacturing and should not impact the catheter¿s performance. However, the customer reported that the malaysian version feels less firm, has a larger drainage eye, and has caused irritation, making it more difficult to use. The customer provided lot number ngjy3625 for reference. They advised the customer that they will escalate this concern as a product complaint for further investigation. No medical intervention was reported.